Event description:
Rn completed a safety check then wife called out for the nurse to come back into the room. Patient was sitting on the side of the bed, holding the doxorubicin tubing with the chemo leaking out. Blood was leaking from the hub of the hohn catheter. Patient stated, "I sat up and it snapped."